Event description:
It was reported by the surgeon that the product was used during a vein ligation and stripping procedure in 2004. The pt returned postoperative ten days later and multiple reddened spots were visible over their left leg. The physician noted suture material coming from these sites. Site was locally anesthetized and suture fragments excised.